Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: black particles in the gel and underweight. A visual and microscopic analysis was performed which identified: device appearance (cannot be analyzed because only the gel is received) and missing total of the shell. Base on the device analysis the final assessment is: missing total of the shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record relates to the left device. Device has been explanted.